Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that, on (B)(6) 2014, patient underwent following procedure: l4-5 anterior lumbar interbody fusion. L5-s1 anterior lumbar interbody fusion. Insertion or intervertebral biomechanical device x 2. Anterior plate fixation. Structural allograft for spinal fusion. Neuromonitoring bilateral upper and bilateral lower extremities pre-op and post-op diagnosis: lumbar stenosis, l4-5 and l5-s1 with spondylosis. Lumbar degenerative disc disease, l4-5 and l5-s1. Lumbar spondylolisthesis, l5-s1 as per operative notes: ".. At the l5-s1 disc level, knife was utilized to perform an annulotomy. Endplate elevator curettes and pituitaries were utilized to remove disc material. Endplates were prepared with a rasp. Appropriate sized intervertebral peek cage device measuring between 10 mm in height, 13 degrees lordosis was packed with beta-tricalcium phosphate and bone morphogenetic protein and then impacted into position, completing the anterior lumbar interbody fusion at the l5-s1 disc level. Next, attention was turned to l4-5 disc level. Appropriate sized intervertebral peek cage device measuring 12mm in height and 7 degree lordosis was packed with beta-tricalcium phosphate and bone morphogenetic protein and then impacted into position, completing the anterior lumbar interbody fusion at the l4-5 disc level.. The patient was deemed stable to proceed with the posterior portion of this case.." On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.